Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one shock for ventricular tachycardia (vt). Technical services (ts) reviewed device data and noted that while the therapy was appropriate there was also oversensing related to vt double counting. It was noted that the oversensing did not impact therapy decision. Technical services (ts) recommended troubleshooting and adjusting the sensitivity programming to prevent further oversensing. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.